Manufacturer narrative:
The product has been returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing.

Event description:
A customer's husband reported the customer received a reading of 419 mg/dl that she thought was higher than how she felt and self-treated with her diabetic medication off of that reading, which resulted in loss of consciousness. There was no report of death or permanent impairment associated with this medical event.